Event description:
It was reported that air bubbles entered the as lvp bur 20d low sorb smbore ss 0.2m line during use, and fluid leaked from below the drip chamber as a result of defective tubing that had broken in the area. The following information was provided by the initial reporter: "air in line alarm was ringing for this patient. Writer went over to the pump to inspect the line and remove the air bubbles by gently flicking the line after removing it from the pump (and clamping the line using the blue clamp closer to the baby). As I moved up the line I felt fluid dripping down the line from just below the drip chamber and noticed that the line had broken at this area (where the drip chamber becomes the actual tubing). Breakage below drip chamber"

Manufacturer narrative:
H6: investigation summary one photo sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection of the photo provided. The photo shows that the tubing has almost completely separated just under the drip chamber. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. A root cause for the failure seen in this complaint could not be fully determined due to the physical sample not being received for investigation. Based on the information provided by the customer and evaluation of the photo received, the probable root cause for the damage seen is that the tubing was kinked at the bottom of the drip chamber and tubing union. When the nurse moved the infusion set closer to the patient, as stated in the description of the events, the force was strong enough to damage the tubing, at the kinked location, causing the reported leak and air-in-line. Previous evaluations for similar investigation of kinked tubing have been conducted to determine that the kinked tubing is caused when the solvent joining the drip chamber and tubing is not allowed to fully dry before coiling and packaging of the infusion set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air bubbles entered the as lvp bur 20d low sorb smbore ss 0.2m line during use, and fluid leaked from below the drip chamber as a result of defective tubing that had broken in the area. The following information was provided by the initial reporter: "air in line alarm was ringing for this patient. Writer went over to the pump to inspect the line and remove the air bubbles by gently flicking the line after removing it from the pump (and clamping the line using the blue clamp closer to the baby). As I moved up the line I felt fluid dripping down the line from just below the drip chamber and noticed that the line had broken at this area (where the drip chamber becomes the actual tubing). Breakage below drip chamber."